Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 483 mg/dl. The customer treated their blood glucose levels with their insulin pump. The customer was assisted with trouble shooting and made sure all the settings are correct on their insulin pump. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.